Event description:
Country of complaint: (B)(6). Complaint reports: closure of abdominal wall. Detachment the needle thread at the time of use of the product. In this care report having to use 4 units of sutures in the same pt.

Manufacturer narrative:
Seventy-two units are rec'd in a sealed envelope for the analysis of the claim. According to the results, it is evident that the analyzed samples showed values above the reference value set by the OEM. However, under a second analysis identified six of the sampled units do not meet the established parameters. Based on these considerations, the claim as "justified" is identified as it is evident that there are units out of spec. However we have considered a lot isolated case, while the date is not available w/other related code/lot the remaining 88% of product marketed reports. Actions: it has identified to survey corrective action in this regard, in order to evaluate and correct the causes that are generating this fault.